Event description:
Customer reports a patient developed an infection of the orthopedic pin tract of the left wrist two weeks following arthroscopy and debridement. An incision and drainage was performed.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.